Manufacturer narrative:
Per tandem's t:flex user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate. Am is to be used from mid­night until 11:59 am. Pm is to be used from noon until 11:59 pm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the bolus calculations were incorrect. Reportedly, the customer reported the pump would calculate a 60 unit bolus previously; however, it was being calculated as 9 units (or more). Review of the pump data logs by the clinical diabetes specialist (cds) showed that based on the carbohydrate ratio settings, the bolus calculations were accurate. However, when the customer reviewed the pump date and time, the customer verified that the am and pm time was incorrect. Customer was satisfied with the assistance. The customer's blood glucose level was 218 mg/dl.